Event description:
It was reported that a patient, (B)(6) years old, female, underwent an atrial fibrillation (afib) procedure, suffered a cardiac tamponade. Pericardiocentesis was performed without success and soon after the patient required cardiac surgery. It was reported that at the beginning of a procedure, during the mapping phase, the physician noticed that the patient¿s blood pressure slightly decreased. According to the physician, the event was not related to any product malfunction. The patient was reported to be in stable condition at the end of the procedure.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).